Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutting failure during surgery. Also bent and dent on the shaft of the cutter were found. The surgery was completed on same day, after replacing the product. The surgery type was unknown. There was no patient impact.